Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be charging slowly. The customer stated that the pump battery was taking longer to charge up from almost full depletion. Customer stated blood glucose was 300 (mg/dl). A bolus was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.